Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2017. This complaint is part of a retrospective review as part of a remediation related to CAPA (B)(4). Although the device tested to specification in this case, in other similar incidents, medtronic¿s investigation identified the root cause to be inadequate solder joint between the device¿s thermocouple and inner tube. All identified corrective actions have been implemented including retraining of the operators on the soldering process, revalidation of the soldering process, the addition of a new electrical resistance tester, and revalidation of the thermocouple test process. The rfagenj generator that was used in this procedure was returned. The investigation found the front panel to be broken and the electrode connector cable damaged. No trend has been identified for this issue. This may have contributed to the customer¿s report. The investigation could not determine the root cause of the damage.

Event description:
The customer stated that the product temperature was unstable after it was connected to the generator. Another device was used to complete the procedure and there was no patient harm.